Event description:
It was reported that a tandem mobi cartridge alarm occurred, with several alarms noted in the past month. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer¿s mother communicated with technical support, who confirmed the cartridge alarm and arranged for the pump to be replaced. Instructions were provided for using a backup insulin therapy method and returning the problematic pump, which the customer acknowledged and understood.